Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The patient presented with severe dyspnea and fatigue. A computed tomography (CT) was performed and showed no outflow graft occlusion. It was noted that the patient had a park's stitch to their aortic valve which is now opening intermittently where it was not before. There were no unusual events in the event log. There were 106 pulsatility index (pi) events from 16oct2023 11:39 to 17oct2023 18:00. The mechanical circulatory support (mcs) operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft occlusion could not be confirmed through this evaluation. Additionally, a direct correlation between the device and the reported patient conditions could not be conclusively established. The submitted log files captured the device operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2023 when the patient received a heart transplant as reported under MFR #: 2916596-2023-08697. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.